Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), bacterial vaginosis ("bacterial vaginosis"), urinary tract infection ("uti"), autoimmune disorder ("autoimmune disorder"), tooth loss ("tooth loss"), nausea ("nausea"), abdominal distension ("bloating"), dysgeusia ("metal taste in mouth"), dyspepsia ("heart burn") and constipation ("constipation"). The patient was treated with surgery (essure device removal (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, bacterial vaginosis, urinary tract infection, autoimmune disorder, tooth loss, nausea, abdominal distension, dysgeusia, dyspepsia and constipation outcome was unknown. The reporter considered abdominal distension, abdominal pain, autoimmune disorder, bacterial vaginosis, constipation, dysgeusia, dysmenorrhoea, dyspepsia, nausea, pelvic pain, tooth loss and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-oct-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), bacterial vaginosis ("bacterial vaginosis"), urinary tract infection ("uti"), autoimmune disorder ("autoimmune disorder"), tooth loss ("tooth loss"), nausea ("nausea"), abdominal distension ("bloating"), dysgeusia ("metal taste in mouth"), dyspepsia ("heart burn") and constipation ("constipation"). The patient was treated with surgery (essure device removal (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, bacterial vaginosis, urinary tract infection, autoimmune disorder, tooth loss, nausea, abdominal distension, dysgeusia, dyspepsia and constipation outcome was unknown. The reporter considered abdominal distension, abdominal pain, autoimmune disorder, bacterial vaginosis, constipation, dysgeusia, dysmenorrhoea, dyspepsia, nausea, pelvic pain, tooth loss and urinary tract infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.